Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. The patient described the area as an irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a steroid cream for the allergic reaction under the te pads. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.